Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-u.s. Event. The event occurred in (B)(6). Consumer reported pledget falling apart and unraveling upon removal. Consumer manually removed the remaining pieces. Consumer did not seek medical attention.